Event description:
It was reported that the patient had a primary total hip with rejuvenate then requested a revision due to the recall. She has claims of pain that radiated on the left side and down through the left thigh. She has consulted a pain management doctor for injections as well as a sports medicine doctor for possible hip arthroscopy. The patient states that injections help for up to about 4 months. She has had chromium and cobalt levels drawn, chromium was 0.9 and cobalt was 3.5.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.